Event description:
During a laparoscopic cholecystectomy the cystic artery was being ligated using the er320. The surgeon noted the clip gapping. The clip was removed from the vessel and from the abdomen. The surgeon dry fired the device on the mayo stand and the clip formed properly. The case was completed using the same applier. The gapping occurred with the fifth clip. The device and fifth clip are being returned for analysis. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary inadvertantly left off of follow up report #1. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. There were two clips returned in a separate bag. One of the clips was conforming to design specifications. The second slip had non-conforming clip gap. No conclusion could be reached as to how the clip had become damaged. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.